Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received one suture piece that pertain to the product code pdp340h. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the surface suture and the end of the suture was noted to be cut. In addition, the other section of the suture was not returned for analysis. The product code pdp340 contains an absorbable suture. As the sample was received open, and the time of exposure to the environment cannot be determined. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 pending device evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: please confirm the number of sutures that broke during this procedure.-2 what is the procedure date(B)(6) 2024. Note: related events reported via 2210968-2024-00693.

Event description:
It was reported that a patient underwent a mini laparotomy on (B)(6) 2024 and suture was used. During the procedure, the suture strand broke. The surgeon completed the case using another suture. There were no adverse patient consequences. Additional information was requested.